Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was treated in the emergency room with intravenous saline/insulin drip for elevated high blood glucose (>500 mg/dl) and chest pain. Customer was ultimately admitted to the hospital. Reportedly, cause was due to healthcare provider (hcp) lowering customer's basal setting. Reportedly, customer's heart was not adversely impacted which was confirmed by unspecified tests performed by hcp. Customer was discharged from the hospital late in the afternoon same day with the issue resolved.